Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated the base unit was not charging the meters and when plugged into a hub, the base unit began to smoke. The customer was advised the base unit should never be plugged into the hub. There was no sign of melting or burning on the base unit or the hub. Replacement base and power supply was sent. No injury occurred. The investigation of the returned base unit found the contacts had corrosion caused by a foreign fluid. The contacts were not bent or broken. The base unit did not show any signs of melting or burning and it successfully charged a retention meter. The customer allegation was not confirmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Investigation found that when base unit was connected to proper power source there were no signs of smoke and base unit functioned properly. No signs of burning or melting were found on the base unit. Customer connected the base unit to an unapproved power source for the base unit.